Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a lead warning was trigged on the atrial lead for low impedances, with one measurement noted at 195 ohms. The lead is still in use. No patient complications have been reported as a result of this event.